Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for 40 colony forming units (cfus) of 20 milliliter stenotrophomonas maltophilia and 1 cfu of candida parapsilosis aerobic spore-forming bacteria. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Updated information added to d8, e4, h2, h3, h6 and h11. This report is being supplemented to provide additional information based on the review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation, and the complaint investigation. Olympus reviewed the customer-provided cleaning, disinfection, and sterilization (cds) processes, and no obvious deviations from the instructions for use were identified. Olympus provided the following results of the culture test, performed at the third-party labs: sampling date: feb 19, 2026 sampling from: air/ water channel, auxiliary channel cfu: <1 cfu/endoscope bacterial identification: na sampling date: feb 19, 2026 sampling from: instrument channel cfu: 25 cfu/endoscope bacterial identification: fictibacillus sp and psychrobacillus sp sampling date: feb 19, 2026 sampling from: suction channel cfu: 25 cfu/endoscope bacterial identification: psychrobacillus psychrodurans and psychrobacillus sp sampling date: mar 03, 2026 sampling from: auxiliary channel cfu: 1 cfu/endoscope bacterial identification: psychrobacillus sp sampling date: mar 03, 2026 sampling from: instrument channel cfu: 3 cfu/endoscope bacterial identification: peribacillus sp sampling date: mar 03, 2026 sampling from: suction channel cfu: 6 cfu/endoscope bacterial identification: peribacillus sp and bacillus species the device was evaluated, and no abnormalities were found that could have led to the reported event. In addition, the following reportable malfunction was identified during the device evaluation: the plug unit was dirty due to water leakage. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event could not be confirmed, and a root cause could not be determined. The growth of microorganisms was reported by the user through culture testing after reprocessing. However, when olympus culture was tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.